Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted (lot no. D06929) for female sterilisation. The patient had a medical history of pelvic pain female, alcohol use, postpartum depression and breast feeding. Previously administered products included: mirena. The patient had a family history of hypertension and diabetes. On 17-nov-2015, the patient had essure inserted. Essure was removed on 21-dec-2021. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 17-feb-2016: appropriately positioned essure device bilaterally. Bilateral tubal occlusion [pathology test] on 21-dec-2021: a:fallopian tubes, sterilization/identification - bilateral fallopian tubes with essure coils final pathologic diagnosis: bilateral fallopian tubes, excision: -fallopian tubes showing physiological changes with complete cross sections present. Gross description: bilateral fallopian tubes with essure coils it consist of 2 undesignated, fimbriated fallopian tubes, measuring 6.0 and 6.2 cm in length by 0.5 cm in diameter. Also received free floating within the container are 3 metallic coil fragments, lot number: d06929 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted (lot no. D06929) for female sterilisation. The patient had a medical history of pelvic pain female, alcohol use, postpartum depression and breast feeding. Previously administered products included: mirena. The patient had a family history of hypertension and diabetes. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram]. On (B)(6) 2016: appropriately positioned essure device bilaterally. Bilateral tubal occlusion [pathology test]. On (B)(6) 2021: a:fallopian tubes, sterilization/identification - bilateral fallopian tubes with essure coils. Final pathologic diagnosis: bilateral fallopian tubes, excision: -fallopian tubes showing physiological changes with complete cross sections present. Gross description: bilateral fallopian tubes with essure coils it consist of 2 undesignated, fimbriated fallopian tubes, measuring 6.0 and 6.2 cm in length by 0.5 cm in diameter. Also received free floating within the container are 3 metallic coil fragments, quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.